Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (in the 600s mg/dl) and the ketone level was high. A correction via the pump would be delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support (cts) advised the customer to discuss the high bg events with a healthcare provider. The customer declined cts's offer to follow up.